Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, a cartridge alarm occurred (alarm 19). There was no impact to the customer¿s blood glucose. Reportedly the customer reloaded a cartridge and continued to use the pump for insulin therapy.